Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the battery in the cardiosave hybrid type intra-aortic balloon pump (iabp) would not charge. There was no patient involved reported.